Event description:
It was alleged that when unloading the cot. The safety hook of the cot fastener is being missed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.